Event description:
It was reported that the patient underwent a successful permanent implant procedure. After the procedure was completed and prior to discharge the patient could not move or feel her legs for approximately 15 minutes. The physician was going to explant the system, however the feeling returned and the patient has fully recovered. The device remains implanted. The physician does not know the reason for the temporary paralysis.